Event description:
It was reported that the surgeon was performing a kyphoplasty procedure on (B)(6) 2024. After accessing the vertebral body, the doctor inserted the medium synflate balloon and tried inflating the balloon, but while inflating, the balloon leaked and the appropriate inflation could not be achieved. The surgeon tried the same procedure outside, but leakage from the top happened again. The procedure was completed successfully with a delay of 15 minutes. No additional medical intervention was required. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.804.701s, lot 82288149: release to warehouse date: august 08, 2023. Supplier: (B)(4). No non-conformance reports (ncr's) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. D9, h3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the synflate vertebral balloon had signs of breakage along the surface of the balloon. This can be related to the component failure. A dimensional inspection and a functional test for the synflate vertebral balloon were unable to be performed due to post manufacturing damage. Since the device was returned deflated and damaged, the complaint condition of not being able to inflate/deflate was not able to be replicated. However, this is most likely due to the breakage condition of the balloon. The complaint was reviewed with the supplier and it was confirmed that all parts pass a 100% leak test and all lots have a sample burst test performed as part of lot acceptance. As part of the investigation, the supplier also performed a burst test on 2 new production devices and both burst above the required 30 atmospheres. A visual examination of the burst test samples confirmed the condition of the balloons were consistent with the complaint devices. The failures observed on the returned devices are consistent with failure due to over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.